Manufacturer narrative:
The lead was returned due to infection. As received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Correction h6.

Event description:
Related manufacturer's reference number: 2017865-2021-24316. Related manufacturer's reference number: 2017865-2021-24318. It was reported the patient presented in the hospital. The patient had a pacemaker pocket infection that had ruptured. The patient's pacemaker, right ventricular lead and right atrial were explanted. The patient was in stable condition.